Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to a range of motion issue (patient could not fully extend the knee). The tibial insert was swapped for a device of the same catalog number (different lot). No allegations were reported to the rep against the revised device. Rep reported that no further information is available.